Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sentinol stent delivery system, a guidewire and a stopcock that was not attached to the hub. Visual and microscopic analysis revealed the self expanding stent was protruding out from the end of the outer sheath approximately 26mm. The stent was partially deployed outside the patient and not fully deployed. No other damage or abnormalities was observed on the stent and the stent delivery system. All components were attached and functioned properly. The stopcock was attached and secured to t-connector with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, a stent sheath detachment occurred. Vascular access was obtained via the right femoral artery. The 30% stenosed de novo lesion was located in the mildly tortuous and moderately calcified iliac artery. The target lesion was pre dilated with a 6x60 non bsc balloon catheter. A 7x59x1350 sentinol self-expanding nitinol vascular stent system was advanced over a non bsc guide wire to the target lesion, during manipulation the guide wire dislodged from the introducer sheath. The guide wire was withdrawn and during withdrawal the outer sheath of the stent detached. After removal of the stent system, the stent deployed outside of the patient. The 7x59x1350 sentinol self-expanding nitinol vascular stent system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an iliac stenting treatment procedure, a stent sheath detachment occurred. Vascular access was obtained via the right femoral artery. The 30% stenosed de novo lesion was located in the mildly tortuous and moderately calcified iliac artery. The target lesion was pre dilated with a 6x60 non bsc balloon catheter. A 7x59x1350 sentinol self-expanding nitinol vascular stent system was advanced over a non bsc guide wire to the target lesion, during manipulation the guide wire dislodged from the introducer sheath. The guide wire was withdrawn and during withdrawal the outer sheath of the stent detached. After removal of the stent system, the stent deployed outside of the patient. The 7x59x1350 sentinol self-expanding nitinol vascular stent system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.